Event description:
It was reported on 09/19/2022 by a sales representative via email that an ar-523-b410 tibial bearing would not fit into the implant. "Over hang of additional material not allowing it to snap into the tibial tray". A new tray was poly was used and case was completed successfully. This was discovered during a case with no patient harm.

Manufacturer narrative:
The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation. This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.